Event description:
New information received notes that the tricuspid regurgitation was mild prior to procedure but appeared to be worsened once the procedure began.

Event description:
It was reported that the patient with history of post-cardiac surgery hypertrophy and severe tricuspid regurgitation presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited positioning failure leading to no increase in pacing impedance nor current of injury. The rvlp was not implanted, and the procedure was abandoned on (B)(6) 2025 with nothing implanted. There were no patient consequences.